Event description:
It was reported that during a laparoscopic anterior resection of rectum procedure, the device was locked out after closing on the rectum at the 1st stroke of the 1st firing. Since a nurse tried to forcibly load the ecr60d into a sc45a by mistake, there was a possibility that the sled of the ecr60d had moved. Then, the ecr60d was loaded into the sc60a. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).